Event description:
It was reported that two (2) clearlink system nitroglycerin sets leaked from the drip chamber. This occurred during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10: this event occurred between april 7, 2025 - april 25, 2025. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d4 expiration date (update to n/a), h4, h6 (update codes), h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.